Manufacturer narrative:
The received device was inspected under magnification and found the cannula/needle to not be bent or kinked. Due to the device not communicating and downloading, it could not be determined if there were drive issues during operation.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide; model: ust400; 14421-aw rev h / 2016; checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient stated that their blood glucose level reached 300 mg/dl while wearing the pod for 5 minutes. The patient stated that the cannula was bent.